Event description:
Reporter called with concern that his philips / respironics continuous positive airway pressure (CPAP) machine possibly being on the recall list for the "outgasing" of nauseous or toxic fumes. Reporter states he is still using his CPAP and can smell a mild odor coming from it. Reporter will follow up on the recall list concerning his device.